Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: subsequent follow-up with the customer, additional information was received. The reporter stated that the shaver was checked with another pump; and the failure was not found. Therefore, the failure was not related to the shaver but with the pump which determined that there was no malfunction with the shaver. Since there was no allegation of malfunction against the device, this complaint is not reportable. Therefore, the initial medwatch report is being retracted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI:unavailable the UDI is unknown at this time.

Event description:
It was reported by affiliate that the fms vue pump-shaver box max values are not reached. Pressure goes up to 150 with a minimum of 20 shaver rpm starts on 2500 and goes to 3500 pressure. No further information was provided. The device is available to be returned for evaluation.